Event description:
The pt attempted to remove the drain. The device snapped at point of insertion into the chest wall. Fluoroscopy guidance was used to remove remaining part of the catheter from the pt.